Event description:
Procedure type: low anterior resection. According to the reporter: when the handle, shaft and reload are all combined, articulation performed on both sides without any button control. The first firing with 45 purple reload did work well but for the second firing with the 60 amt, the blue error light came up and didn't move on to the next step (firing). For the I-drive test, the firing with two reloads worked well but during the unloading process the blue error light came up and articulation performed automatically without any button operation. There was no patient injury. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).